Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer stated that it is normal for her to have hypoglycemia episodes, but she is usually able to treat the low blood glucose levels without requiring medical intervention. The customer declined to perform troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.